Event description:
It was reported to philips that the heartstart xl defibrillator shock button was not working intermittently during cardioversion. There was no adverse pt impact.

Manufacturer narrative:
(B)(4).